Event description:
It was reported that the lens was removed intraoperatively due to capsular rent. Another lens of different model and diopter was implanted successfully. The surgeon indicated that the likely cause of the event was anterior capsular rent which limited the ability to correct the astigmatism with a toric lens implant. The pt's current prognosis was reported as "full recovery." Ref MDR #: 2031924-2014-00338 for the delivery device used during the procedure.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.